Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, the customer noticed clotting in 12 out of 24 specimens. This has affected the course of treatment and surgery since the patient can no longer carry out glucose tolerance tests; the test can't be done for 3 months.

Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-aug-2024. Investigation summary: bd received 46 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was not observed. Additionally, the customer samples were evaluated by visual examination and the issue of clotting was not observed, however it was observed that 29 samples did not contain additive. Also, 100 retention samples were visually inspected with no issues being identified relating to clotting and missing additives. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing additive and unconfirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, the customer noticed clotting in 12 out of 24 specimens. This has affected the course of treatment and surgery since the patient can no longer carry out glucose tolerance tests; the test can't be done for 3 months.